Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a thoracoabdominal aortic aneurysm using three gore® tag® conformable thoracic stent graft with active control system (ctag) devices. The total treatment length was 300-350mm, starting just distal to the left subclavian, and terminating 2cm proximal to the shared take-off for the celiac and sma. Access was solely through the right femoral artery. Nothing unusual happened during the procedure, and the procedure was completed successfully. Later on (B)(6) 2025, when the patient woke up following the procedure, they were unable to move their right side. Reportedly, the patient is stable, but still unable to move their right side. It is reported that the cause of the paralysis was a stroke.

Manufacturer narrative:
It is unknown which, if any gore® tag® devices caused or contributed to this event. Additional gore® tag® device captured on this report: #2 sn: (B)(6). UDI: (B)(4). Catalog: tgmr373115. #3 sn: (B)(6). UDI: (B)(4). Catalog: tgmr373715. H.6. Type of investigation code b20: the devices remain implanted and are not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use, potential adverse events and complications that may occur with the use of the gore® tag® conformable thoracic stent graft include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.